Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition after the procedure.